Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the m.blue were determined. Permeability test: a permeability test has shown that the m.blue is permeable. Computer controlled test: to check the valve, the opening pressure is measured using a computer-controlled miethke testing device that simulates the flow of cerebrospinal fluid. The valve is tested in both the horizontal and vertical position. The results show that the m.blue operates within the accepted tolerance in both positions. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in m.blue. Results: based on our investigation results, we can determine that the m.blue cannot be adjusted. The deposits visible in the valve have led to the functional impairment. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can impair the integrity of the valve. The examination of the returned product is complete with the preparation of this report.

Event description:
It was reported that an m.blue valve (#fx802t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the valve caused adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.